Event description:
It was reported that during total elbow surgery in 2006, condyle locking screws would not fit into condyle screw thread. Procedure was delayed ten minutes to obtain alternate screw components to complete the procedure. This report is being filed due to delay in procedure, no patient injury was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Examination of returned locking screws found no visual, functional, or dimensional abnormalities.